Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The leads were explanted and replaced on 18 may 2021.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14645. It was reported that the patient has high impedance on both leads and the system was autoreducing. As such, surgical intervention was undertaken on (B)(6) 2021 where the existing leads were revised to resolve the issue.